Event description:
Caller reported experiencing cartridge alarm 20 on january 16 and january 20, 2026. There was no adverse impact to the customer's blood glucose level. The customer resumed insulin deliveries after the alarm was addressed and had already received a replacement pump for the issue, so no further action was required.